Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, pre-procedural computed tomography imaging confirmed anatomical compatibility, including a severely calcified native aortic valve. The native aortic valve was pre-dilated with a 20 mm balloon. Valve implantation was successfully performed; however, a moderate paravalvular leak was observed post-deployment of the  valve. A post-dilatation using a 23 mm balloon was performed in an attempt to resolve the leak. Following post-dilatation, aortic root angiography revealed contrast extravasation at the level of the annulus, accompanied by sudden hypotension. Echocardiography confirmed a pericardial effusion, suggestive of aortic annulus rupture. Emergency pericardiocentesis was promptly performed, and drainage of the pericardial fluid led to hemodynamic stabilization and resolution of the effusion.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, pre-procedural computed tomography imaging confirmed anatomical compatibility, including a severely calcified native aortic valve. The native aortic valve was pre-dilated with a 20 mm balloon. Valve implantation was successfully performed; however, a moderate paravalvular leak was observed post-deployment of the valve. A post-dilatation using a 23 mm balloon was performed in an attempt to resolve the leak. Following post-dilatation, aortic root angiography revealed contrast extravasation at the level of the annulus, accompanied by sudden hypotension. Echocardiography confirmed a pericardial effusion, suggestive of aortic annulus rupture. Emergency pericardiocentesis was promptly performed, and drainage of the pericardial fluid led to hemodynamic stabilization and resolution of the effusion. Additional information was received indicating that the balloon used for the pre-dilation was semi-compliant non-medtronic (valver) device and the balloon used for the post-dilation was a non-compliant non-medtronic (true) device. One inflation was performed with a syringe using manual pressure; the inflation for the pre-dilation lasted 10-15 seconds and the inflation for the post-dilation last approximately 5 seconds. There wasno leaflet damage, but pericardial effusion was noted.